Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the ipg replacement procedure (reference MFR. Report# 1627487-2017-06453), the patient experienced undesired stimulation in the abdomen with the lead already implanted and and the newly tested lead during the procedure. As a result, the physician decided to not implant the new hooked up lead and the new ipg. The original lead was left implanted and was not connected to any device.the procedure was extended. Reportedly, surgical intervention has not been planned as yet.